Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The root cause investigation is currently underway. A supplemental report will be sent upon completion of the battery evaluation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was not powering on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery was excessively discharged. The battery has not been recharged in more than three months. The battery was last used on (B)(6) 2019. There was no battery malfunction. The root cause for the failure to power on a monitor was battery pack sitting for greater than 3 months without being recharged. Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The root cause investigation is currently underway. A supplemental report will be sent upon completion of the battery evaluation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was not powering on a monitor.